Event description:
The customer contact reported retrograde flow while a backcheck valve was in use. The pt was receiving an unspecified bydration solution on the primary line and an unspecified antibiotic solution on the secondary line. Shortly after the secondary solution was started, the nurse noted the secondary solution was flowing into the primary solution container. The nurse clamped the primary tubing set and the antibiotic delivery was completed. There were no reported adverse pt effects. No med interventions were required.